Event description:
It was reported that the user received an occlusion alert on the ilet while using a 23-inch, 6 mm contact detach infusion set, with no visible tubing damage and no site irritation reported. Investigation included troubleshooting and user education, followed by a complete supply and infusion set replacement. Investigation of this case revealed that the occlusion was resolved by replacing disposable components, which supports an intermittent flow restriction related to the infusion set or consumables rather than a persistent device malfunction. Symptoms included an occlusion alert without reported adverse clinical effects. Outcomes included resolution of the alert after a full supply change without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was related to infusion set performance and user-serviceable components.